Event description:
Pt had the first injection of orthovisc in a series of three on (B)(6) 2012. The pt had extreme back pain and went to the emergency room on (B)(6) 2012. The pt had x-rays which did not show any problem, and was prescribed pain medication (oxycodone) and muscle relaxants. The pt had his second orthovisc injection on (B)(6) 2012. The pt experienced extreme back pain on the next day.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.